Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed to deploy. There was no reported patient injury. Hemostasis was achieved with manual compression. The defective mynx vcd was taken out of the patient and was swapped out for a new device and the procedure was completed successfully. The mynx vcd was prepped according to the instructions for use. Initially, this was a diagnostic peripheral intervention procedure. The vessel type was a femoral arterial. The stick location was the femoral artery. A 5f non-cordis sheath was used on the procedure. Femoral artery suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. Vessel tortuosity is unknown. There was no presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely. There was no resistance when shuttling down. There was no force applied when retracting the sheath. When the deployer shuttled down the advancer tube never appeared. The user stated they advanced down as normal. After the case, the product was examined, and the advancer tube did not come down. The patient's hospitalization was not extended as a result of the event. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle with the stopcock open. The advancer tube and the sealant were observed on the catheter as received. The syringe and procedural sheath were not returned with the device. It was noted that the returned device had no evidence of exposure to blood and that the sealant sleeve remained in its manufactured position, which indicated that the device may have not been inserted in to an existing procedure sheath during the procedure. The advancer tube, catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. The advancer tube was manually pulled back and found properly engaged to the distal tamp lock per mynxgrip instructions for use (IFU). The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have contributed to the reported incident. No damages or anomalies were observed. A device history record (DHR) review of lot f1817601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received with sealant sleeve in its manufactured position, and the device showed no signs of exposure to blood. The cause of the issue reported could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported since the device showed no evidence of deployment attempt or exposure to blood. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1817601) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) failed to deploy. There was no reported patient injury. Hemostasis was achieved with manual compression. The defective mynx vcd was taken out of the patient and was swapped out for a new device and the procedure was completed successfully. The mynx vcd was prepped according to the instructions for use. Initially, this was a diagnostic peripheral intervention procedure. The vessel type was a femoral arterial. The stick location was the femoral artery. A 5f non-cordis sheath was used on the procedure. Femoral artery suitability was verified on angiography, including the insertion angle of 30-45 degrees of the vascular sheath introducer. Vessel tortuosity is unknown. There was no presence of pvd/calcium in the vicinity of the puncture site. The user shuttled down completely. There was no resistance when shuttling down. There was no force applied when retracting the sheath. When the deployer shuttled down the advancer tube never appeared. The user stated they advanced down as normal. After the case, the product was examined, and the advancer tube did not come down. The patient's hospitalization was not extended as a result of the event. The device will be returned for evaluation.